Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent stuck occurred. The 90% stenosed lesion was located in the left anterior descending (lad). A non-bsc stent was implanted and then ivus was performed with the atlantis sr pro2 imaging catheter to check apposition. The stent was fully expanded and well apposed. While removing the imaging catheter, it became stuck with the mid part of the stent. An additional unspecified guide wire was inserted and then the imaging catheter was able to be removed successfully. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Two flaps of the hub rotator were damaged and one hub wing was bent. The unit was able to connect into mdu system properly. Image characterization testing revealed a good square image in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent stuck occurred. The 90% stenosed lesion was located in the left anterior descending (lad). A non-bsc stent was implanted and then ivus was performed with the atlantis sr pro2 imaging catheter to check apposition. The stent was fully expanded and well apposed. While removing the imaging catheter, it became stuck with the mid part of the stent. An additional unspecified guide wire was inserted and then the imaging catheter was able to be removed successfully. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.